Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, that the customer problem was not duplicated. The pump was put through accuracy testing with the device delivering in the range of tolerance. The pump was also put through downstream occlusion (dso) testing and the pump failed. The cause of the customer of the dso failed test was the dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device was delivering incorrect volume in continuous mode and required calibration. There was unknown patient involvement, and unknown signs or symptoms experienced.